Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed redness, open blisters, and lacerations to the side of the body below the ribs where the garment sits. A field service representative visited the patient and adjusted the garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised to cover the area with gauze. Follow up indicated that the irritation is improving.